Event description:
Pt was receiving pre-modulated electrical stimulation at 80-150 mhz using (4) 2 inch square electrodes locted on right posterior shoulder, right triceps and 2 on their medial forearm. The treatment was completed and the pt left. Pt returned one-half hr later with 3 burn marks on their right triceps.